Event description:
It was reported that the insulin pump alarmed an error. In the alarm history of the device there were multiple error alarms found as well. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
The insulin pump received error alarm during self test due to faulty radio frequency board. The device was received with scratched lcd window and cracked reservoir tube lip.